Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was in the 200 mg/dl range. As the customer had changed the cartridge and infusion set prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed. The customer had been using the cartridge for four days.

Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.